Event description:
It was reported that a patient underwent an unknown spinal procedure. Sometime post-op, it was discovered that the set screws had loosened thus causing the rods to move out of the screwheads. The screws were shown to still be in tact. A revision surgery was performed. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found at the level of the breakages. The observations suggest that the rods were not inserted properly into the rod canal of the fas explaining the crossthreading of the setscrews and asymmetrical contacts with the rod. One reason may be the improper bending of rod as fas give less flexibility than mas for adjustment. In such condition, when the patient stands up, realignment of the rod into the rod canal may happen inducing slippage.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Ap and lateral images received show the lumbar spine with the following: previous solid l5/s1 plif solid, more recent l4/l5 tlif with screws well positioned, capstone well positioned, right rod has slid out proximally, left rod has slid out distally. Screws were all fixed angle. A review of the device history records for this device was not possible without additional device information.